Event description:
Hospital reported that a 100 ml bag of dextrose and h2o was set up to infuse at a rate of 75cc/hr on channel a. At 1600 hours the volume remaining in the bag was 474 cc's. Approx one hour later, the nurse observed that the pump indicated that 400 ccs were remaining to be infused; however, there were only 50cc's remaining in the bag.